Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2 and e3 selections must be removed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's allegation was confirmed. For the event of b30 error: based on the results of the investigation, it is surmised, that b30 error occurred, because communication failure occurred, due to faulty scope socket. For the event of excessive thermal paste on the assembly: based on the results of the investigation, it could not be surmised, a probable cause. It could not be identified. The cause of the defect as well. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source exhibited a communication error of b30. The issue occurred during use for an unknown therapeutics case. There were no reports of patient harm.